Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mmol/l with ketone levels of 0.7 mmol/l; cause was due to occlusion alarm. Customer changed pump supplies to address the occlusion. The customer was admitted into the emergency room and treated with manual injection administration. Customer was released from the emergency room on (B)(6) 2026, with issue resolved. Customer did not sustain any permanent damage. Customer declined pump and supplies system check.